Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report, as such, visual inspection and testing could not be performed. The root cause of the customer's complaint could not be established as a sample has not been received for evaluation. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. The initial reported event occurred post a left eye procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the reporter; the doctor evaluated the event and informed that "there is no causal relationship between endophthalmitis and the suspect product" indicated in the initial report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported patient with endophthalmitis after a retinal detachment repair. The product sample was discarded after the case. Additional information has been requested. No updates have been received at this time.